Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. Found compressor makes a grinding noise on start up. Performed ovp (operator's verification procedure) all parameters where good. The compressor hit 122/l on flow. Allowed unit to run for 15 minutes on compressor unit ran fine. The compressor sounds like it on its way out. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed occlusion and high peak. As of this time there is no information about patient involvement associated with this reported event.